Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), who reported there were no actions or steps taken as there was no way to resolve the issue as the battery had already reached eri.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) is showing elective replacement indicator (eri) earlier than expected. The patient showed 2.90v in (B)(6) 2021 and 2.64v (eri) on (B)(6) 2021. Technical services ran a longevity calculation based on the following programming parameters in session report. Based on the longevity calculation, this does appear to be unexpected. Looking at the impedance values provided in (B)(6) 2021 report, it appears that there may be some sort of issue with contact 5 which was used in programming in the beginning of (B)(6) 2021. Contact 5 was removed from programming at the end of (B)(6) 2021 programming but technical services is suspecting that a short or intermittent short is present. Upon further review of the device and program numbering, it was realized that a pocket adaptor is present and perhaps there is an issue in that component. The rep is going to speak with the healthcare provider (hcp) to determine next steps. (B)(6) 2021: 3.0v, 60 us, 130 hz 1+1- 10933.0v, 60 us, 130 hz 1+1- 1079, eri: 5.66 yrs, eos: 5.91 yrs. (B)(6) 2021 (beginning of session): 3.3v, 60 us, 130 hz 1+1- 10933.3v, 60 us, 130 hz 1+1- 1079, eri: 4.92 yrs, eos: 5.17 yrs. (B)(6) 2021 (end of session): 2.1v 60 us, 130 hz 1+1- 10933.3v, 60 us, 130 hz 1+1- 1079, eri: 6.32 yrs, eos: 6.57 yrs. Additional information was received from a manufacturer representative (rep) reporting that they do not have true data regarding a possible short. The patient also has a pocket adapter and there is no way to know if there is an issue with it unless there is surgical intervention. The cause of the premature eri was not determined. There were no impedance issues in the two reports. No actions/interventions are taken at this time. The patient will need a replacement soon.